Event description:
There is no patient hurt! The procedure could be finished! There are lines in the image. It looks like filter detachment. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information g6: follow up #1 h6: coding changed based on the investigation result we confirmed that the ccd replaced. If additional information becomes available, a supplemental report will be filed with the new information.